Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported via electronic mail that after receiving training, the customer had inserted the non-tandem infusion set inaccurately when attempting for the first time. Reportedly, the customer was on the second week of using the pump and was becoming familiar with the pump and supplies. The customer's blood glucose value was unknown. However, the customer reported that after the second week on the pump, blood glucose was stabilizing. Although requested by tandem technical support, the customer did not respond to clarify regarding blood glucose level. Type of infusion set used was not reported.